Manufacturer narrative:
(B)(4).

Event description:
The patient reported via the manufacturer representative that his implantable neurostimulator (ins) had been discharged for many months, as the patient had not been charging. There was a loss of therapy. The patient did not want to attempt a trickle charge. Surgical intervention was planned, but had not been scheduled. The patient outcome was alive with no injury. The indication for therapy was spinal pain.

Manufacturer narrative:
Other applicable components are: product ID 977a260 ,(B)(4), implanted: (B)(6)2014, explanted:(B)(6) 2016, product type: lead, product ID: 977a260, (B)(4), implanted: (B)(6)2014, explanted:(B)(6) 2016, product type: lead. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Information references the main component of the system and other applicable components are:product ID (B)(4) lot# serial# (B)(4) implanted: (B)(4) 2014 explanted: (B)(4) 2016 product type lead product ID (B)(4) lot# serial# (B)(4) implanted: (B)(4) 2014 explanted: (B)(4) 2016 product type lead. Analysis of the implantable neurostimulator (ins) (B)(4) found that the stimulator battery had reduced capacity due to 1 overdischarge(s). The ins had no telemetry and no output when it was received for analysis. After 2 physician mode recharge(s), the ins was able to recharge normally. The ins output was tested at the distal end of the returned lead. Good stable output was observed on all electrode pairs the lead had when it was received. The ins output was tested at the distal end of the returned lead and good stable output was observed on all electrode pairs. The conclusion code (B)(4) no longer applies. If information is provided in the future, a supplemental report will be issued.